Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). No UDI, manufacturing date 2015-05/exp 2020-05 (old label). Related to manufacturer report number: 3011649314-2025-00496. 3011649314-2025-00497. 3011649314-2025-00498. 3011649314-2025-00499. 3011649314-2025-00500.

Event description:
A healthcare professional reported an inclusive tapered implant failed. The patient's bone quality is type ii and the patient's oral hygiene is not reported. The patient presented on (B)(6) 2019 for a primary procedure on tooth #29. The patient returned on (B)(6) 2025 with complaint of pain. Upon examination the provider noticed swelling, infection and that the implant lost osseointegration and was removed. The patient's symptoms resolved after implant removal and is doing well; it is reported that the patient did not suffer harm or injury. It is reported that the patient had an additional procedure on tooth numbers: 20, 22, and 27.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive tapered implant lot# 6016738 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot# 6016738 and found no additional product in stock. Investigation methods/results: 4 implants were returned, but not in the original packaging. The implants returned are associated with (B)(4), and (B)(4). The size of the returned implants did not match the size of the reported implants therefore could not be determined which specific implant was correlated with its specific complaint. 2 implants verified to be an inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp using the radiographic template (gd-437-091015). The other 2 implants were verified to be an inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp using the radiographic template (gd-437-091015). Matter was observed in the treading of the implants. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of periodontal disease and has type ii bone quality. IFU-3023579 rev 1 (inclusive dental implant system IFU) contains the following statement in the contraindications section: "inclusive dental implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-3023579 rev 1 (inclusive dental implant system IFU) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases." IFU-3023579 rev 1 (inclusive dental implant system IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." (B)(4) (inclusive dental implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The manufacturer internal reference number is: (B)(4).